Event description:
Following an atrial fibrillation procedure, a steam pop occurred, and an effusion was noted for which a pericardiocentesis was performed to stabilize the patient. During the procedure, a pop was heard while delivering energy on the ridge between the left superior pulmonary vein and the left atrial appendage. There were no patient symptoms related to this event detected during the procedure. However, during the evening an echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported steam pop and subsequent effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.